Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 357 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer stated that she has been experiencing ongoing infusion site issues. The customer changed her infusion set 2-3 times trying to correct the problem. The customer was advised to seek treatment from a healthcare profession to treat her blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.